Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button was intermittently unresponsive and required multiple presses to engage; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
The patient reported that the "down" arrow button felt flat when pressed and was not responding on the keypad. The reporter denies damage to the keypad or exposure to water.